Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that the caller thinks the patient's ins is at end of service (eos). The caller also noted that the patient's ins was turned off some time ago and that the patient's ins was no longer functioning. The caller also indicated that they were confused by the MRI labeling. No further complications were reported. No patient symptoms were reported.